Event description:
Procedure type: lap chole. According to the reporter: during the case, valve part (seal) disengaged. A new instrument was used to complete the procedure. There was no add'l bleeding, nor tissue damaged, and nothing fell into the pt's cavity. Operative time was not extended more than 30 minutes. No pt injury was reported. No pt info available.

Manufacturer narrative:
(B)(4)